Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience v, everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous and moderately calcified proximal diagonal branch. A 2.5 x 18 mm xience v stent was implanted. However, during deployment, a distal edge dissection occurred, which was treated with a 2.5 x 12 mm xience v stent. The patient is stable. No additional information was provided.